Manufacturer narrative:
On (B)(4) 2010, one level of tsh qc failed with a no value ind flagged result. On (B)(4) 2010, all three levels of tsh qc failed with no value ind flagged results. The customer contacted access hotline and during troubleshooting discovered that no reagent pack was present in the designated slot on the reagent storage counsel. Customer technical support (cts) assisted the customer to properly insert the reagent pack. Service was not dispatched. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter (bc) in regards to multiple thyroid stimulating hormone (tsh) no value, indeterminate results (ind) results generated by access 2i (lxi) immunoassay. The customer repeated all of the samples. Results of the initial and repeat runs were not provided. The results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.